Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 and 2367 (air in line), which occurred on the homechoice (hc) during dwell 3. The technical service representative (tsr) explained air alarm. The tsr had the home patient (hp) check for leaks around lines and bags. The connection to the supply bag was loose. The tsr then informed the hp to start over with new supplies. Per the troubleshooting performed by the tsr, the hp reported the patient was connected at the time of the alarm, that the patient did not disconnect any time prior to the alarm, that all the bags were spiked and connected, that patient line extensions were not used, that there were no open clamps on unused supply lines, and that nothing unusual was noted with the supplies. The tsr reviewed proper procedures per the user manual with the patient. The patient stated they would complete therapy using new supplies. The tsr had the hp close all clamps and disconnected. The hp would use new supplies tomorrow. Baxter product surveillance contacted the hp (B)(6) 2012 the regarding reported problem. The hp stated they did start over with new supplies, and they were able to resume with therapy as normal. They stated they did not see any problems with the supplies that could have caused the loose connection. They hp stated they just believe that they did not connect the bag well. The hp stated they did communicate with their physician regarding the alarm. They stated that their doctor put them on antibiotics out of precaution of infection. The hp stated they did not get an infection; it was just out of precaution. The hp stated that they did not have the samples available anymore for evaluation, and they do not recall the lot number. The hp stated overall therapy has been continuing well since then. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because was a loose connection between the supply bag and the line, which is a use error that can cause system error 2240 alarms. The label review found the patient at home guide to be adequate for the use error in this incident.